Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while he was going to the bathroom, the infusion set's tubing became loose and detached from the ring at the quick release. The site location was patient's belly and the pump was worn on the same side of the belt clip as the site. The infusion had been in use for two days and four hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.